Event description:
It was reported that this patient's left shoulder was revised approximately 6 years 3 month post initial operation. Patient's rotator cuff became deficient, necessitating a conversion to reverse total shoulder replacement. Patient was last known to be in stable condition following the event.

Manufacturer narrative:
D10 concomitants: (B)(6), 300-01-13 - equinoxe, humeral stem primary, press fit 13mm. (B)(6), 300-10-45 - equinoxe replicator plate 4.5mm o/s. (B)(6), 300-20-02 - equinox square torque define screw drive kit. (B)(6), 310-01-47 - equinoxe, humeral head short, 47mm (beta). (B)(6), 314-02-14 - equinoxe glenoid, pegged beta, large. (B)(6), 531-78-20 - shouldr gps hex pins kit. H3: the reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/ technique. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
The reason for the shoulder revision from anatomic to reverse tsa reported is likely due to rotator cuff failure as reported. Contributions from patient-related issues, soft tissue tensioning, and/or component positioning or sizing issues to the reported event cannot be determined from the reported information. However, this cannot be confirmed because the devices were not returned for evaluation, and relevant patient information, images, or radiographs were not provided.